Event description:
A broek ncryocyte bag. The customer described the break an as improper seal on segment. The bag contained 86ml of hpc-a cells, of which 80ml of cells were infused onto the pt. The pt's infusion was delayed and antibiotics were given as a result of the break. Customer did not provide information regarding engraftment. The duration of storage was approximately four months. This complaint was reported in conjunction with reports of 24 other broken cryocyte bags from the same customer during the timeframe 2005-2006.